Manufacturer narrative:
Product event summary: analysis found the ventricular connector was damaged inside and doesn't lock to any output connector. Analysis also found the battery contacts were visibly contaminated and the lower case was cracked. It was noted all covers and attachments were missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.